Manufacturer narrative:
Section d4: serial # was requested but not provided. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log files; however, a ¿broken cable connection¿ regarding the system controller was not confirmed. Two log files were reviewed, collectively containing data that spanned approximately 26 days ((B)(6) 2021 per time stamp), as well as an additional unknown amount of time, as the controller¿s clock was not synced throughout the first several events of both files, reading as its default timestamp of (B)(6) 2001. A few atypical power cable disconnect alarms ¿ alarms not associated with a power source exchange ¿ were observed throughout the data. The reported ¿broken cable connection¿ was not observed throughout the data, as the onset of the controller¿s clock being reset was not observed. The potential loss of pump power which would have caused the controller¿s clock to reset has been addressed via the pump¿s investigation. The system controller (serial number unknown) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate ii patient handbook (rev. F, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including power cable disconnect alarms and the no external power alarm. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (doc. #108093 rev. F, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. The log file contained multiple yellow wrench alarms associated with clock not set alarms. The clock appears to be resynched on 02jun2021 at 12:47 pm. The log file also contained a few pi events and low flow hazards. The patient changed their backup battery due to a broken cable connection. There were power cable disconnects noted on the log files while the patient was connected to battery power. Related manufacturer number: 2916596-2021-03612.